Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2010-01001.

Event description:
It was reported that, "the poly wear on the patella and insert."